Manufacturer narrative:
(B)(6) 2015 08:09 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield device turned on and off intermittently. It wouldn't stay on when pulling on the trigger. The cord was switched but the issue continued. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. Small amounts of tissue and charred blood were observed on the heating element. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation. Based on the results of the evaluation, the reported complaint was not confirmed. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield device turned on and off intermittently. It wouldn't stay on when pulling on the trigger. The cord was switched but the issue continued. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.